Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.50/2.5/089 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The surgeon reports excessive vaulting; elevated intraocular pressure without pupil block and angle closure; pigment dispersion; unreactive fixed pupil; and additionally noted "quiet eye; unreactive fixed dilated pupil/borderline iop; slightly discoric pupil/patient complains also from the pupil size; the excessive vaulting vault caused iris chaffing with severe pigment dispersion and pigment deposits on the icl's optic. Additionally it caused discoric pupil and the pupil became mid-dilated and unresponsive; also iris atrophy cause by iris chafing". On (B)(6) 2022 the lens was explanted. The problem is reported as note resolved. The cause of the event was reported as "other" and noted excessive vaulting using the manufactured suggested icl size; the device failed to perform as intended.

Manufacturer narrative:
(B)(4). Claim# (B)(4).